Manufacturer narrative:
The serial number of the right ventricular lead was unknown. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to capture. The lead was exchanged during the procedure. The patient was stable in condition.